Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the moderately tortuous, non-calcified 70% mid and 85% distal circumflex artery (cx). The vessel was predilated with a 2.50 x 15 mm maverick balloon three times. The physician deployed a 2.75 x 24 mm taxus express2 drug eluting stent to 12 atms for 30 seconds. After the balloon was completely deflated, difficulties removing the stent delivery system were encountered. The balloon was reinflated twice to 16 atms for 30 seconds but again was unable to be removed from the stent. The physician then tried to pull hard and go neutral without success. At this point the pt's blood pressure became elevated; this lasted for approx 3 to 4 minutes then returned to normal. After five minutes of maneuvers the physician pushed the wiseguide guide catheter forward to the mid cx allowing the balloon to be released from the stent and successfully removed. A 30% residual stenosis was seen mid stent and the stent was post-dilated with a 3.25 x 12 mm quantum balloon to 16 atms with 0% residual stenosis. The stent remains in good position and well apposed. The pt's status was reported as 'satisfactory/good.'